Event description:
It was reported that a hair was observed inside an exactamix 2000 ml eva tpn bag. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.